Event description:
The customer reported that the insulin gauge displayed a different amount than expected, with a discrepancy between the fill estimate of 150 units shown on the pump and the customer's expectation of 240 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge and was advised by technical support to call back for troubleshooting assistance if the issue reoccurs during an active fill estimate.